Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device had triggered elective replacement indicator (eri) in (B)(6) 2010. The monitoring voltage was 2.7 volts associated with a charge time of 19.5 seconds. Technical services discussed eri triggers and this device's mid-life behavior. Technical services explained that this device triggered eri due to charge time and should be explanted within 90 days following eri declaration.